Event description:
It was reported "on a traumatic injury call involving a motorcycle accident on (B)(6), a 45 mm needle was deployed into the pt¿s right humeral head. The trocar could not be separated from the catheter and peripheral IV access was established." Was an injury/death involved: nonjury/death. 05/12/2022: two lot samples were provided for evaluation. This report addresses the second sample/device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to remove the stylet was confirmed and the cause was supplier-related. The products returned for evaluation were two 25mm intraosseous needle kits. The samples were received in their original sealed packages. The devices were unused and unremarkable. Attempts to remove both stylets were unsuccessful. The stylets were immobile within the needle shafts. Microscopic inspection of both samples with and without ultraviolet light revealed the components to be properly formed. Adhesive appeared properly applied. The second sample (sample 2) stylet was eventually removed; however, substantial resistance was encountered. Inspection of sample 2 following separation revealed adhesive residue along most of the stylet shaft. The resistance encountered when attempting to remove the stylets appeared to be caused by adhesive residue bonding the needle to the stylet. It appeared that adhesive was deposited during the manufacturing process. Bd is working closely with the supplier to prevent recurrence of the reported event. A lot history review (lhr) of 126149 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (126149) have been reported from the same facility.

Event description:
It was reported "on a traumatic injury call involving a motorcycle accident on 3/1, a 45 mm needle was deployed into the pt¿s right humeral head. The trocar could not be separated from the catheter and peripheral IV access was established." Was an injury/death involved: nonjury/death. (B)(6) 2022: two lot samples were provided for evaluation. This report addresses the second sample/device.